Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. Customer's blood glucose level was 200 mg/dl. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery.